Manufacturer narrative:
Citation: gyoten t.; secondary aortic valve replacement in continuous flow left ventricular assist device therapy. Artificial organs, january 12, 2021. Doi: 10.1111/aor.13906. Earliest date of publish used for event date. Medtronic products referenced: core valve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with dilated cardiomyopathy status-post temporary extracorporeal membrane oxygenation (ECMO) support with transition to permanent ventricular assist device (vad) support who later developed severe aortic regurgitation. The patient underwent implantation of a medtronic core valve aortic bioprosthetic valve (no serial numbers provided). The valve dislocated and the patient then required emergent surgical aortic valve replacement with temporary right vad support and prolonged hospitalization due to post-operative right heart failure. The patient later underwent orthotopic heart transplantation. No additional adverse patient effects or product performance issues were reported.